Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and found to have a broken main tube approximately from the distal tip. A piece measuring proximately 0.180¿ x 0.333¿ was not returned with the instrument. Components adjacent to this broken main tube show damage which may indicate potential mishandling/misuse. The proximal clevis was dislodged and the conductor wire-bipolar was broke as a result from the main tube breakage. Additional observation(s) related to return: the instrument was found to have the proximal clevis dislodged. The instrument was found to have a broken conductor wire between the inside of proximal clevis and main tube tip. The instrument failed the electrical continuity test. The wire was fully broken and the conductor wires were exposed. No signs of thermal damage were observed. Component adjacent to the broken wire do not show damage. Additional observation(s) related to return: the instrument was found to have scratch marks/abrasions on the edge of the bipolar yaw pulley. The scratch marks/abrasions were found on one side of the bipolar yaw pulley. The instrument was found to have a frayed grip cable at the idler pulleys. Some filaments of the cable were frayed, but the cable is not fully broken. The frayed cable strands stuck out at the wrist. There was not evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the frayed cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable fraying. The complaint was confirmed by failure analysis.

Event description:
It was reported that after a da vinci-assisted surgical procedure, the maryland bipolar forceps instrument failed when pulled out, causing the device head to bend. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the fragments did not remain in the patient. The nurse told the tip broke when it was removed to wipe.